Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with chest pain one day post-implant. An echocardiogram revealed a small circumferential pericardial effusion. The patient subsequently developed a fever and diarrhea. The patient was also diagnosed with pericarditis. The patient was treated with medication and the pericardial effusion and pericarditis resolved. The right ventricular (rv) lead remains in use. It was noted that the patient is a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.